Manufacturer narrative:
The crt-p and ra lead remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this cardiac resynchronization therapy pacemaker (crt-p) presented with pacing impedance measurements above 2,500 ohms, no sensing or capture on the right atrial (ra) lead. A review of the arrhythmia logbook showed numerous episodes of noise that was being oversensed as atrial fibrillation (af). The crt-p was programmed to vvir 70 and the patient will be seen again in another three months where further evaluation and a chest x-ray will be considered. No adverse patient effects were reported.